Event description:
The customer reported a low ma error. The error occurred during procedure, but did not affect the procedure. A patient was involved but not injured.

Manufacturer narrative:
The service rep found a 3rd party x-ray tube in this unit. Must be replaced by an oec validated x-ray tube to complete service call. Customer will complete service call inhouse with non-validated gehc oec parts.